Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-00720 and 00721. It was reported the patient ((B)(6)) experienced problems with ipg and uncomfortable stimulation. Specifically, the patient reported heating at the ipg pocket when recharging as well as overstimulation from the scs system. Surgical intervention was undertaken to address these issues. Diagnostic testing could not be performed on the day of the procedure as the patient's ipg battery was reportedly depleted. The physician explanted and replaced the patient's ipg and lead. Effective stimulation was recaptured following the procedure.

Manufacturer narrative:
Recall #s: 1627487-07262012-001-c, 1627487-07262012-002-r. This ipg serial number was included in field advisories, and the device model was also included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.